Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. It was reported the stimulator seemed like it was firing with more intensity with what they had it set on. It was more intense than they could tolerate. The patient had to use their recharger to turn it off. The patient clarified that stimulation was increasing without them using the patient programmer to increase, and that they normally left it set at one level. The event started around (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.